Event description:
It was reported during remote follow up that the right ventricular lead displayed high defibrillation impedance. The product will continue to be monitored. Patient status was not provided.